Manufacturer narrative:
No product was returned for evaluation as product remains in-situ. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury; pain, discomfort or abnormal sensations due to the presence of the device; nerve damage due to surgical trauma; bursitis..."

Event description:
During clinical study it was noted that patient had a neurological injury, incontinence. In (B)(6) 2010, the patient underwent surgery to remove bowel blockage and was hospitalized for 1 week. Patient was treated with exercise therapy.